Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Airing with nordic bluetooth device was performed and passed. A review of the share logs was performed and reported allegation was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable based on allegation. No injury or medical intervention was reported.